Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided. However there is no indication for a product failure which can be related to the surgery. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's ref number of this file is (B)(4).

Event description:
It is reported that a secondary dislocation of tubercula occurred and caused less function of the shoulder. Therefore a revision surgery was performed removing only the head of the prosthesis and converting the stem into as inverse/reverse.